Manufacturer narrative:
Visual inspection of the returned product found the lens optic torn. Pieces of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, possible root causes for lens damage include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens damage, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4)

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Lens was not returned. (B)(4).

Event description:
The reporter stated the surgeon inserted an (B)(4) toric silicone single piece lens and the surgeon noticed a ding on the lens. The lens was cut to remove with no patient injury and another same model lens was implanted. Sutures were required to close the incision.